Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine 20 mg/ml at an unknown dose (decreased to 2.9 mg/day after replacement) and bupivacaine 15 mg/ml at and unknown dose via an implantable pump for non-malignant pain. It was reported that the patient went in for a refill on (B)(6) 2017 with complaints of increased pain. The expected reservoir volume (erv) was 3.3, and the actual reservoir volume (arv) was almost 18. A dye study was attempted, and catheter aspiration was unsuccessful. The pump was refilled despite symptoms and a volume discrepancy. The patient was scheduled for follow up back in the clinic on (B)(6) 2017. The patient returned to the clinic on (B)(6) 2017 and still ¿did not feel right¿. There was nothing in the logs and no alarms. The hcp called a manufacturing representative on (B)(6) 2017 to troubleshoot in the operating room with probable replacement. Surgical intervention occurred. The catheter was found to be tangled up in scar tissue. They tried to aspirate with direct vision without success. The anchor looked intact. Cerebrospinal fluid (csf) leaked from the hole after the catheter was removed. The pump was aspirated; the expected residual volume was 8.8, and they got 8.5 out. A new catheter and pump were placed. There was good csf flow throughout the case and ¿good aspirate from [the] pump¿. The issue was resolved. The patient¿s status was alive ¿ no injury. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient¿s weight and medical history were unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the catheter and pump were both returned. The only change was that the expected was 3.3 ml and the actual was 15 ml.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780 serial(B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type catheter : analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-aug-22. It was reported that the pump and catheter were returned for analysis. The drugs being delivered were reported to be 20 mg/ml morphine at 5.808 mg/day and 15 mg/ml bupivacaine at 4.356 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician who indicated they were the most appropriate person to contact for information regarding the catheter revision. Regarding the catheter involved with the revision, the model number 8780 was indicated. The replacement pump¿s serial number being used at the time of the catheter revision was (B)(4) (implanted (B)(6) 2017). At the time of the event, the pump administered morphine with concentration 20 mg/ml at a dose rate of 2.902 mg/day and bupivacaine with concentration 15 mg/ml at a dose rate of 2.176 mg/day. Regarding the catheter revision performed, it was noted that there had been significant residual volumes with refill. Troubleshooting performed included an attempted dye study and they were unable to withdraw from the side port. The patient had experienced a loss of efficacy and markedly increased pain levels was further indicated. The pump and catheter were replaced and no issue was observed after explant. The cause of the issue was indicated as having been unknown. The patient¿s weight was (B)(6) pounds and body mass index (bmi) was (B)(6).

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013 explanted: (B)(4) 2017 product type catheter: analysis found that there was no anomaly with the pump. Analysis of the catheter found that there was no significant anomaly. Pump- eval code-conclusion (B)(4) updated to (B)(4) eval code-result (B)(4) updated to (B)(4) and (B)(4). Eval code-method (B)(4) apply. Catheter- eval code-conclusion (B)(4) updated to (B)(4). Eval code-result (B)(4) updated to (B)(4) and (B)(4). Eval code-method (B)(4) apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient was receiving intrathecal morphine 20 mg/ml at 3.199 mg/day and bupivacaine 15 mg/ml at 2.399 mg/day via their implanted pump. The catheter revision was performed due to likely catheter plugging. The patient experienced markedly increased pain in spite of increased pump dose. Troubleshooting included an inability to aspirate from the intrathecal catheter and side port. In regard to the issue being resolved it was reported, catheter replaced. The patient¿s weight on (B)(6)2017 was (B)(6), one day prior to the revision. No further complications were reported/anticipated or expected.